Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated product, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the implant didn't deploy during injection. The surgery was completed with another implant. Additional information has been requested but is not available at the time of this report.